Event description:
The patient reported that the ok keypad button was unresponsive for a week. In addition, the patient stated the up and down arrow keypad buttons were intermittently unresponsive. The patient also indicated that he wears the pump in a pocket and that he does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.